Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's wife reported her husband's blood glucose reached between 275 mg/dl ti 300 mg/dl less than 24 hrs after the pod was activated. She stated that the cannula might have been bent but was not sure. There was also insulin leaking noted.